Event description:
Abbott customers may experience an increased frequency of high control values beyond the upper limit of the range specified in the package insert upon calibration, using axsym ultrasensitive htsh ii master calibrators and axsym ultrasensitive htsh ii reagents that are nearing expiration. Abbott laboratories became aware of this issue during routine product stability testing and as a result of a customer complaint investigation. A product recall has been issued and reported under 21cfr806 for axsym ultrasensitive htsh ii master calibrators on march 6, 2008. Abbott has not received any reports of adverse events related to this issue.

Manufacturer narrative:
Add'l axsym ultrasensitive htsh ii master calibrator lots: 57518q100. This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is completed.